Event description:
The patient reportedly experienced intermittency issues between her external equipment and the implant. External equipment was exchanged. However, the problem was not resolved. Testing of the device showed that the device was not functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.